Event description:
The service center was informed by the user facility that the 4k autoclavable camera head had no image during inspection before use. No patient involvement or harm was reported. The camera head will be returned to for service.

Manufacturer narrative:
The device was returned to the service center for evaluation and the reported no image issue could not be confirmed as the device was tested and no abnormalities in the image were observed. The device passed all functional and leak tests. No problem found. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the underlying cause could not be estimated because the product was normal and the phenomenon was irreproducible. Olympus will continue to monitor field performance for this device.